Event description:
Report received from a hospira international affiliate. (Hospira). The report states, "pump sparked at junction where plug and machine connect, cord visibly blackened." Upon further query, the following information was provided: reportedly, the device was in a storeroom "recharging" when a member of the nursing staff witnessed the event. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.